Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient went to emergency room due to pain or weakness in legs and episodes of incontinence. The patient got discharged without any imaging done and the cause was unknown. The physician did not believe it was device related. It was unknown what medical treatment was prescribed and the patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient went to emergency room due to pain or weakness in legs and episodes of incontinence. The patient got discharged without any imaging done and the cause was unknown. The physician did not believe it was device related. It was unknown what medical treatment was prescribed and the patient was doing well. Additional information was received that the patient had swelling, discharge and pain at the ipg site. The patient was hospitalized, and infection was ruled out by the infectious disease team. The physician believed that the patients body was rejecting the spinal cord stimulator (scs) system which was causing poor wound healing, inflammation, irritation and pain. It was noted that the patient was given extensive antibiotics without improvement in the postoperative wound that has not closed.

Event description:
It was reported that the patient went to emergency room due to pain or weakness in legs and episodes of incontinence. The patient got discharged without any imaging done and the cause was unknown. The physician did not believe it was device related. It was unknown what medical treatment was prescribed and the patient was doing well. Additional information was received that the patient had swelling, discharge and pain at the ipg site. The patient was hospitalized, and infection was ruled out by the infectious disease team. The physician believed that the patients body was rejecting the spinal cord stimulator (scs) system which causing poor wound healing, inflammation, irritation and pain. It was noted that the patient was given extensive antibiotics without improvement in the postoperative wound that has not closed. Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected by the physician. The explanted ipg and leads were not returned as they were kept by the medical facility.